Event description:
It was reported that shortly after the implant procedure but prior to the patient leaving the procedure room, the atrial lead dislodged. The lead was repositioned from the atrial appendage to the lateral atrial wall and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01 implantable pulse generator (B)(6) 2013. (B)(4).